Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Unknown when device malfunctioned. Device is an instrument and is not implanted/explanted. A device history record (DHR) review was performed for part # 03.632.002, synthes lot # 7552523: release to warehouse date: 06 may 2014, supplier: (B)(4): no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product, and any subcomponents, which would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of a driver (t25 stardrive shaft, standard) was starting to round off. The geometry has changed from square to round. This was noticed during routine inspection. There was no patient and procedure involvement. This report is for one (1) t25 stardrive shaft f/matrix standard. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product development investigation was completed. The investigation summary indicates that: the returned driver was examined and the complaint condition was able to be confirmed as the distal driver tip was found to be deformed. Additionally all six of the lobes were found to be broken and missing a fragment. No definitive root cause was able to be determined; the failure mode is consistent with incorrect technique/application of excessive force. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, drawing review and device history review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. Investigation methods/evaluation results: the t25 stardrive shaft (03.632.002) is one of four t25 driver shafts intended to be utilized in final locking tap tightening for the matrix system (03.632.002, 03.632.072, 03.632.400 and 03.632.401). Proper technique includes the use of a 10nm torque limiting ratchet handle (03.620.061) and a countertorque (03.632.049). The following caution is noted: ¿never use fixed or ratcheting t-handle screwdriver for this technique. If the torque limiting attachment is not used when using any of the stardrive shaft options breakage of the driver may occur and could potentially harm the patient. Relevant drawings for the returned instrument were reviewed the design, materials and finishing processes were found to be appropriate for the intended use of these devices. No dimensional analysis could be performed due to post-manufacturing damage. A device history review, including material and hardness review, was performed for the returned instrument¿s lot number and no mrrs, ncrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. As no serious injury was reported, no dcrm calculation will be performed for this complaint. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.